Event description:
A call to technical services placed on (B)(6) 2014 stated that this lead had out of range impedance of 200 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).